Event description:
During device replacement, the lead could not be connected to the header of the device. The device was replaced and the patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device was tested on the bench using test leads and resistor loads, and the set screws were secured properly without any complication. Sensing, pacing, pli, hvli, patient notification, high voltage charging, high voltage delivery, and high voltage shock impedance were tested. No anomaly was detected.